Manufacturer narrative:
Date of event is estimated. The patient experienced weight loss causing battery discomfort. The ipg was buried deeper. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced discomfort at the ipg site after losing 10lbs, reportedly. As a result, surgical intervention occurred on (B)(6) 2023 wherein the ipg was sutured deeper to address the issue.